Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high undefined impedance, oversensing, non-sustained ventricular tachycardia episodes recorded with non physiological intervals, noise, and increased short ventricular intervals on the right ventricular (rv) lead. There was high threshold on the left ventricular (lv) lead. The rv lead may be replaced during a routine generator replacement procedure but remains in use at the time. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.